Event description:
A customer reported that air came out of the infusion line "like fluid/air" displacement during surgery. The procedure was completed with no harm to the pt. After surgery, it was confirmed that the air came out from the auto stopcock when the intraocular pressure was activated and the air line was "cramped".

Manufacturer narrative:
The investigation is in progress. A sample has not yet been rec'd for evaluation. A root cause has not been identified. (B)(4).